Event description:
The customer reported the volume of the speaker on the AED is very very low. Almost to the point that you can not hear what is being said. The reported event did not occur during patient use.

Manufacturer narrative:
The customer reported the volume of the speaker on the AED "is very low. Almost to the point that you can not hear what is being said.". The maintenance schedule was not reported. No additional information is available at this time to further investigate the event. This AED nor its electronic log files were returned and thus the root cause could not be determined. Based on the fact that this AED is well beyond its 10-year design life, and the reported problem, the customer was advised to contact their local distributor. The IFU states: improper maintenance can cause the ddu series AED not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use and store ddu series aeds only within the range of environmental conditions specified in the technical specifications. Technical specifications state: "standby / storage- temperature- 0-50 degrees c. (32-122 degrees f.); humidity- 5% - 95% (non-condensing). Should additional information become available a follow-up MDR shall be submitted.